Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) >500 mg/dl with no symptoms. The patient received no unusual treatment. During troubleshooting, customer support found that there was a call service alarm issue and attributed the event to a training/misuse issue. The patient remained on the pump. Trouble shooting with customer technical support did not reveal any delivery issues. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 24-jul-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2019 with the following findings: all black box data and pump history records for the date of the alleged issue had been overwritten due to continued use of the device after the alleged incident occurred on (B)(6) 2014. The available black box data and alarm history did not show any evidence of call service 088 alarm. Investigation did confirm nor duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Also unrelated to the original complaint, the display screen was noted to be dim/discolored. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.